Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was using (1) al326 to apply clip laparoscopically during the procedure, and during the application of (1) of the clips, a portion of the instrument's jaw broke off the instrument and fell into the pt's abdomen. The surgeon retrieved the broken piece and opened another er320 to complete the case without injury to the pt. There was no consequence to the pt.